Event description:
Patient with seemingly good vascularity noted to be stuck 5 times by 3 separate nurses to obtain IV access. Veins noted to infiltrate after stick or unable to advance needle/catheter. This nurse has noted an increase in IV misses or infiltrations with new IV catheters.